Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this rv lead exhibited low out of range shock impedance measurements. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.